Event description:
Reportedly, tried to fire, but could not close the jaws completely since the handle was stiff. Stopped using and exchanged for another instrument. No injury. Sex: unknown. Procedure: oophorocystectomy.